Event description:
It was reported the patient experienced a shocking or jolting sensation. It was reported the patient was traveling in july, and experienced a shock in the middle of the night when she was sleeping. The event reportedly happened twice, but never happened again. It was reported it had not happened since (B)(6). The patient thought it was from the implantable neurostimulator (ins). However the patient recently read information about a drug similar to a drug she is taking. It reportedly stated that the drug could cause a feeling of being shocked. The patient was unsure if the drug caused the shocking feeling or if it was her ins. It was reported that the patient¿s therapy was about 80% effective in treating her pain, but she felt closer to 100% during the trial. Further, it was reported that the patient had previously met with a manufacturer representative for programming adjustments to her therapy. The patient ¿thought it wasn¿t quite right and wasn¿t quite used to it.¿ however, the adjustments from the manufacturer representative reportedly resolved the problem, and the patient has not needed adjusting since. It was further reported that if the patient turned stimulation up too high it was painful. The patient felt she had got it down but at that time it was confusing.¿ the patient was reportedly happy with her therapy and no longer had to take pain medications.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).